Event description:
Following a cardiac catheterization procedure 2002, a vasoseal es was deployed. Forty-eight hours later the pt developed an abscess at the puncture site. The pt experienced a fever and pain, redness and swelling at the groin site. Cultures were positive for staphylococcus. The pt was treated with intravenous antibiotics. The pt was fine after one week of treatment. No further complications were reported.